Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, oversensing was observed on several episodes. The physician would like to know the origin of this noise oversensing. More specifically, he would like to know if it is related to an issue with the insulation of the lead.